Event description:
July 1998 pt had a fractured femur secondary to trauma, resulting in internal fixation of the femur. The trauma resulted in the disruption of the biomechanics of the right knee prosthesis. The fractured femur healed well but the prosthesis was loose and required replacement.